Event description:
Additional information received indicated that, prior to system explant, the patient experienced palpitations. When hooked to a monitor, intermittent loss of capture (loc) was noted with suspected oversensing. The patient is pacer dependent. Lead measurements were good and stable during the most recent check. No noise, oversensing, or loc was able to be reproduced with pocket manipulation and isometrics. An x-ray showed the rv lead was under the clavicle and a clavicular crush was suspected. Additional information indicated the cause of the observation was not conclusively identified. No asystole was noted. No additional adverse patient effects were reported.

Event description:
Boston scientific received information via the patient's remote monitoring system that this implantable cardioverter defibrillator (ICD) along with right ventricular (rv) lead exhibited low out-of-range (oor) pacing lead impedance (pli) measurement. The system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.